Event description:
It was reported on (B)(6) 2026 that (B)(6) returned a silent nite device due to the case being fractured. Additional information received reported that when the 39 year old, male patient woke up on (B)(6) 2026, he noticed that the device was broken. There was no injury or adverse outcome to the patient and no medical intervention was required. The patient stopped using the device the day it broke.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).